Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up and the pulse generator was found in backup vvi mode. After a device software download, normal device function resumed.